Manufacturer narrative:
Eval result: (other) - no alarm when the unit is powered on.

Event description:
The reporter stated that the keepsafe fall monitor model 8350 had several issues, but did not elaborate. No pt injury reported. Inspection of the alarm by posey shows that it does not alarm when powered on.